Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on (B)(6) 2023, the patient had a ¿peripherally inserted central venous catheter¿ placed in the saphenous vein of the right thigh of the lower extremity, which was 53 cm in vivo, with 3 cm of exposure, and the catheter had been trimmed in the past, and was now 43 cm in vivo, with 9 cm of exposure, and was found to be leaking during maintenance of the central venous catheter during the hospitalization period on (B)(6), and was discharged. The patient was also due to be discharged from the hospital, so the catheter was removed, and after removal of the catheter, the leakage point was checked at 35cm, which was 8cm inside the body. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in a catheter was confirmed. The product returned for evaluation was a 4f sl groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and three (3) splits were observed between the 34cm and 35cm markings. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported on (B)(6) 2023, the patient had a ¿peripherally inserted central venous catheter¿ placed in the saphenous vein of the right thigh of the lower extremity, which was 53 cm in vivo, with 3 cm of exposure, and the catheter had been trimmed in the past, and was now 43 cm in vivo, with 9 cm of exposure, and was found to be leaking during maintenance of the central venous catheter during the hospitalization period on november 13, and was discharged. The patient was also due to be discharged from the hospital, so the catheter was removed, and after removal of the catheter, the leakage point was checked at 35cm, which was 8cm inside the body. No other information was provided.